Event description:
It was reported on (B)(6) 2016 that the patient has experienced hoarseness since his replacement surgery on (B)(6) 2016. The physician saw him on (B)(6) 2016 and his vns was interrogated and was in good working condition. They did not make any changes to his settings at that time. The patient reported to the physician on (B)(6) 2016 that he was having trouble speaking and they again saw him on (B)(6) 2016 where they decreases his signal frequency without improvement. They then decreased the pulse width with notable improvement, therefore the signal frequency was increased back up. Now the patient's father called the office back and reported that his voice has actually gotten worse. It has been at least 1 month since the surgery and there has been no improvement, only worsening per his dad. The patient saw an ent who found that the patient had left vocal cord paralysis. The ent believes that this is a result of vns, possibly stimulation, as the ent does not think it is intubation related from the surgery. The neurologist was skeptical of this assessment as it seemed likely intubation related but the ent does not seem to think so. The physician plans to disable the device next time he sees him to help him heal and he will likely increase his medications to offset not getting therapy as he has done very well with vns.

Event description:
Additional programming history was reviewed which showed no device issues that may have contributed to the patient's vocal cord paralysis. The family chose not to disable the device since they still want him to received therapy for his seizures. Previously had strep throat, nasal drip - ent said that wouldn't cause vocal cord damage but the patient's physician believes possible monopolar cautery which was used during replacement may have contributed to the damage although there is no confirmation of this issue and it is only this one physician's theory. No additional information has been provided regarding the patient.